Event description:
This report is being filed to submit additional analysis results.

Manufacturer narrative:
Additional analysis was performed as an arc mark was noted on the returned device. Analysis visually noted arc marks on the shocking electrode. Testing was completed to assess electrode electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation of dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was noted that during a device replacement procedure for premature battery depletion on the subcutaneous implantable cardioverter defibrillator (s-ICD), the electrode was explanted for dislodgement. No new system was implanted at the time. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.